Manufacturer narrative:
(B)(4). Batch # u5ez7z. (B)(4). Investigation summary: this is an analysis for a video submitted to ethicon endo surgery for evaluation. During the visual analysis of one video, the following was observed: the video starts with two devices manipulating tissue and cleaning the area with a gauze. Tissue is being transected with the use of a harmonic device, bleeding is observed and is cauterized with the harmonic device. At the 7:50 mark a device is introduced with a blue gst reload and it¿s fired at the 9:10 mark, tissue is manipulated with graspers. At the 11:45 mark a device is reintroduced with a gst blue reload and fire at the 12:20, the oozing is observed along the staple line, at the 13:20 mark the device is once again placed over tissue and fired at the 14:20 mark, the oozing is observed and clips are placed on the tissue, and then the tissue is cut and separated with a surgical instrument. At the 18:20 mark tissue is placed and cut with the use of a gst blue reload. Tissue manipulation continues and at 40:05 a device with a white gst reload is placed on the tissue with a white gst reload the device is removed at 42:47 and while suturing bleeding is noted, the video ends with tissue been sutured. Based on the video the event describe is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance., according to the information received the psee45a device, leak intervention. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with six reloads present. The reloads were received fully fired. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the knife was noted nicked. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was anything done in the reoperation to address concerns of leak? Were there any issues experienced with the device in the initial surgical procedure? Was a leak test performed? If so, what type and what was the result? What is the current patient status?

Event description:
It was reported that on monday, march 15, the doctor performs bypass conversion. On wednesday 17th the patient needed to be reoperated as she presented a lot of pain in the area and tachycardia. In the intervention everything is checked and the specific place of leakage is not found. The surgeon indicates that everything was so swollen that they could not check the complete gastric remnant, that all the staple lines they checked were well formed but that there was an area that could not be checked well. In the scanner, air is observed in the area, so the surgeon thinks that it may have leaked the gastric remnant. The surgeon does not blame the products, but indicates that he cannot rule it out with certainty and that the report is best done for a history.